Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a101.7 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 17 mm, proximal diameter of non-aneurysm aortic neck was 22.8 mm, distal diameter of non-aneurysmal aortic neck was 25.5 mm, diameter of right iliac artery was 13.2 mm, diameter of left iliac artery was 12.3 mm, diameter of right femoral artery was 11.3 mm, and diameter of left femoral artery was 11.5 mm. The right and left iliac arteries were mildly tortuous. It was reported that a proximal type ia endoleak was observed after initial placement of the endurant stent graft. There was no reported intervention or action taken. Currently the aneurysm measures 103.48 mm in diameter. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. It was reported that the two year follow CT revealed that there was a type ii endoleak from the hypogastric-lumbar. The physician elected to treat the type ii endoleak with a secondary intervention. There were no other endoleaks present. The three year follow up revealed that the aneurysm sac has continued to enlarge. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); (lack of information, unknown cause of endoleak). Conclusion: (lack of information, unknown cause of endoleak); known inherent risk of a procedure (endoleak).

Manufacturer narrative:
Results, conclusion: anatomy related; type ii endoleak.